Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 180 mg/dl. The customer stated that they connected the transmitter to the sensor and it is not turning on. The customer stated that when she charged the transmitter, the light turned on. The customer stated that alcohol was placed on the buttock. The customer stated that she does not use soaps or lotions on the site. The customer stated that the product did not adhere when she was swimming. The customer stated that the sensor did not have enough adhesive. The customer was advised to replace the sensor. The customer will be sent replacement sensors.